Event description:
Physician reported left side device rupture. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: no observed openings in the device appears to be intact. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported left side device rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on anterior side assessed as unidentified (tear) opening (shell thickness was within specification). No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Physician reported left side device rupture. The device has been explanted and replaced.